Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Voluntary MDR/medwatch report number mw5172476. Please see the following related complaint records (B)(4).

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an unspecified malfunction occurred. The date of the event is an approximation. According to the maude report, the patient contacted dexcom at least monthly between 2023 and 2024 to report recurring issues with sensor connectivity. Specifically, the sensors were not linking correctly to the receiver, resulting in missed alerts and inaccurate glucose readings. The patient reported experiencing syncope due to hypoglycemia, requiring medical treatment, with glucose levels falling to 30¿40 mg/dl. She stated that the receiver failed to alert her during these episodes. Additionally, the patient reported contracting a microbacterium abscess at the sensor placement site, for which she was advised to discontinue sensor use temporarily. She also described an incident during a hospital stay where the receiver readings did not match fingerstick values, with a discrepancy of 10¿15 mg/dl. The nature and direction of the bias were not specified. In another instance, she noted a blood glucose level of 60 mg/dl that did not trigger a glucose alert, suggesting a high bias inaccuracy in the cgm readings. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.